Event description:
During cystoscopy with photo selective vaporization of prostate the mega joule lld single use laser probe started to melt at the plug into the thul-60 thulium quanta cyber tm 200 machine serial (B)(6).